Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were charging their implanted neurostimulator last night and they got a warning screen that said to call and that the service code was 7101. The patient stated they had to reposition the recharger and wasn't able to charge so they took a break for a bit. They stated they received the code 3 separate times and each time they took a break and they were able to finish charging their implant earlier this morning ((B)(6) 2024). Patient services asked the patient if they were sure the code said 7101 and asked if they had seen a different code but the patient stated it was a 7101. Patient stated they might just follow up with their managing health care provider (hcp) to assist and then reported that they'd fallen 3 times and that a wire came out and the hcp couldn't fix it but they would follow up with the hcp about the 7101 service code. Patient stated "someone from your company was there" when the patient was at the hcp office "around (B)(6) 2023." Please understand the patient was very difficult to follow and understand and patient services did their best to document the reported information. The patient was going to continue to work with their healthcare provider to resolve the issue. The patient may call back the next time they charge to troubleshoot.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.